Event description:
An 8mm balloon dilator was being used in the airway during a dml/bronch (direct microlaryngoscopy) procedure. The balloon was inflated using a pressure regulated balloon dilation syringe and placed in the patient for dilation. Once inflated, the balloon would not deflate with the syringe and had to be cut with a knife to be removed from the patient. The max pressure in the balloon did not exceed 17atm, as stated by the manufacturer as the max pressure the balloon can withstand. A 7mm balloon was then used with the same syringe with no malfunction. The patient was not harmed. Manufacturer response for balloon dilator, bryan (per site reporter): manufacturer wishes to test it.